Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(4) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4) the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Patient developed fever, pain, and white count during radiation treatment. A gastrointestinal ulcer was additionally reported. Computerized tomography (CT) scan was performed and it confirmed an abscess around the gel. The radiation treatment was delayed and abscess was drained in the operating room (or). The patient has improved in terms of white count and was now on cipro/cefipime which the physician planed to give intravenously once a day in the office. The patient received 33 of 44 treatment sessions. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Patient developed fever, pain, and white count during radiation treatment. A gastrointestinal ulcer was additionally reported. Computerized tomography (CT) scan was performed and it confirmed an abscess around the gel. The radiation treatment was delayed and abscess was drained in the operating room (or). The patient has improved in terms of white count and was now on cipro/cefipime which the physician planed to give intravenously once a day in the office. The patient received 33 of 44 treatment sessions.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e172001 captures the reportable event of abscess. Clinical code e2402 was used to captures the reportable event of additional intervention required evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Correction update: block b1: outcomes attrib to adv event. Block h6: patient code, impact code.